Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro gasket malfunctioned. The product is returning. Update from customer - upon opening device it was realized that the device was oily and opened a new one to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a small puncture in the center of the silicone balloon, roughly 2mm across. The puncture exhibited smooth sides with no removal of material and no tearing and was not located near the suture seam. The balloon will not inflate. Bubbles were seen rapidly releasing from the puncture during a bubble emission test in plain water. Based on the condition of the device as found the reported complaint for "btt malfunctioned/stopped working" was confirmed. We were not able to observe any evidence of oily residue. The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the material. A fir will not be issued at this time because during the investigation there was evidence discovered that a manufacturing defect could have caused or contributed to the reported malfunction.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when he evaluation is completed. A lot history record review was completed for the reported producted lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).